Event description:
It was reported that the patient's right atrial (ra) lead showed high impedance and loss of capture. Sinus exit block or conductor fracture were suspected. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 ipg implanted: 2011-(B)(6). (B)(4)

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the atrial pacing lead was beyond the expected upper range. Average weekly atrial lead impedance ranged from 821-1212 ohms throughout the record, with a maximum recorded impedance of 1248 ohms.